Event description:
It was reported that the charger for the ilet system was not charging, and a replacement charging pad was shipped after troubleshooting and education were completed. Customer care provided support/assistance with replacement logistics. Investigation of this case revealed a charger performance issue consistent with a nonfunctioning charging pad. Symptoms included no alerts or alarms. Outcomes included the need for replacement supplies. It was concluded that the charging pad required replacement and user support addressed immediate needs.